Event description:
It was reported that the patient presented in clinic. Upon interrogation, the patient's pacemaker exhibited post-paced t-wave oversensing. No intervention was performed. There were no patient consequences.